Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-00428. It was reported the patient experienced discomfort at the ipg site while charging. A review of the patient's medical chart identified the following information: on (B)(6) 2014, the patient was experiencing pain at the ipg site and a persistent pressure or pulling sensation when turning stimulation on. Upon patient's request, her entire scs system was removed on (B)(6) 2015.